Event description:
It was reported that while attempting a patient transfer, the brakes on the unit did not hold, and the stretcher moved, running over a nurse's foot, it was reported that no injury resulted, it was simply more of an annoyance.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional information is received, a follow-up report will be submitted.